Event description:
It was reported that the tip of two foley catheters were occluded. Stated that one of the two foley catheters had been saved with reference and lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), used foley catheter. Visual inspection of the sample noted attempted to flush the funnel observed blockage due to unknown build-up in the drainage lumen. A potential root cause for this failure mode could be ¿biological deposits, physiological obstruction, blocked by clots, etc.". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability +/- 0.2¿ at 37." Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of two foley catheters were occluded. Stated that one of the two foley catheters had been saved with reference and lot. Per sample received on 29sep2023, customer stated no urine returned. They verified catheter in bladder after removed and attempted to flush would not flush also second catheter that would not flush and two weeks that had to be removed and replaced , the customer had to replaced the catheter. No impact to the patient due to the use of the device. Device was replaced.